Event description:
It was reported that during a cryoablation procedure, there was air while aspirating the sheath. The sheath was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the sheath showed that the shaft was kinked at 2.4885 inches from the tip. Also, air aspiration was reproduced when a test catheter was introduced through the sheath. A dissection showed that the hemostatic valve was leaking. In conclusion, the reported issue has been confirmed through testing. The sheath failed the returned product inspection due to a shaft kink near the tip and a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.